Event description:
It was reported that during a carotid angioplasty procedure the small emboshield nav6 embolic protection system (eps) filter was advanced to it's intended location; however the filter failed to deploy. The eps was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another eps was used to continue the procedure. Return device analysis found that the dc pod was separated proximal to the marker. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported activation failure was unable to be confirmed due to the condition of the returned unit. Additionally, it was noted that the delivery catheter pod was separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported activation failure. It may be possible that the distal shaft of the delivery catheter was restricted or entrapped in the anatomy resulting in deployment failure; however, this could not be confirmed. Additionally, a cause for the noted pod material separation could not be determined. There was no material separation reported and attempts for additional information from the account were unsuccessful. It may be possible that the separation occurred during post procedure handling; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.